Event description:
It was reported in case report in the ¿journal of the korean society of radiology¿ titled, "hematoma-filled pneumatocele after CT-guided percutaneous transthoracic needle lung biopsy: two case reports", 69-years old male patient underwent in retrospective study, the CT-guided pcnb for pulmonary abnormalities using maxcore needle. The patient experienced the complication of pulmonary hemorrhage.

Manufacturer narrative:
H11: kang sr. Hematoma-filled pneumatocele after CT-guided percutaneous transthoracic needle lung biopsy: two case reports. J korean soc radiol. 2023 jan;84(1):311-317. Doi: 10.3348/jksr.2022.0093. Epub 2023 jan 30. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged adverse event without identified device or use problem could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.